Event description:
It was reported that this pacemaker system had its minute ventilation (mv) feature disabled. Technical services (ts) was consulted and discussed the stored episodes as well as device settings. Ts noted noisy signals and high out of range impedance measurements for its right atrial (ra) lead and right ventricular (rv) lead, with leads under insertion suspected as the root cause for the issues. Ts discussed troubleshooting options as well as programming options. This rv lead remains in service. No adverse patient effects were reported.